Event description:
It was reported that during a procedure to treat a free perforation of the left anterior descending artery (lad), the 3.0 x 12 mm graftmaster covered stent was deployed at 9-10 atmosphere (atm), however, the stent length was short and the vessel distally was small; a second 3.0 x 26 mm stent was used to completely cover the lesion. The second stent was deployed using 9 atm without issue and successfully sealed the perforation. There was no reported adverse patient effect. The patient was discharged to home on (B)(6) 2013. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight rounded up; reported as (B)(6). The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that hemorrhage is listed in the otw graftmaster instructions for use (IFU) as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.